Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: item# 00811400410 cpt 12/14 size 4 cocr ext lot# 63162428, item# c05cc46 dual mobility ades cmntd 46mm lot# 061860010a, item# 05pe2246 d-mob ades insert 22.2mm sz46 lot# 063016200a, item# 66017569 palacos r +g 2x40 g lot# 82614486, item# 3325020 depuy cmw 2 bone cement with gentamicin 20g fast set lot# 7912272, item# 00-8011-020-32 allen plug hdpe/baso4,16c/32fl lot# 62497037. Foreign source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2018 - 00663.

Event description:
It was reported per study that patient underwent total hip arthroplasty. Patient underwent revision 9 months post implantation due to unknown reason. Attempts were made to obtain additional information; however, none is available.